Manufacturer narrative:
On 20 september 2022, the distributor reported the additional information: the pump history was checked and it was confirmed that multiple malfunction alarms occurred on 24 august 2022. The customer reverted to alternate insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.on 20 september 2022, the distributor reported the additional information: the pump history was checked and it was confirmed that multiple malfunction alarms occurred on 24 august 2022. The customer reverted to alternate insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 280 mg/dl. No additional patient or event information was available.